Event description:
It was reported that the wire pass drill bit snapped off during a surgical procedure. It was further reported that the broken piece remained in the pt's skull. No adverse consequences were reported.

Manufacturer narrative:
The product subject to this complaint was returned for eval. It was visually confirmed that it had broken. A review of mfg documentation pertaining to the lot confirmed conformance to required specs. It was not possible to determine the root cause for the breakage.